Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. Interrogation of the device found loss of capture on the lv lead. An x-ray showed lv lead dislodgement. The lead was revised and remains implanted. The patient was stable.